Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed proximal stent damage. Strut rows at the proximal end of the stent were misaligned and raised. The hypotube was kinked along it's entire length. This type of damage is consistent with excessive force being applied to the system. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed, target lesion was located in the highly calcified, moderately tortuous right coronary artery (rca). A 2.75x24mm promus element stent delivery system was advanced but could not cross the lesion. Upon withdrawal, it was noted that the proximal stent struts were damaged and not well apposed to the sds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed, target lesion was located in the highly calcified, moderately tortuous right coronary artery (rca). A 2.75x24mm promus element stent delivery system was advanced but could not cross the lesion. Upon withdrawal, it was noted that the proximal stent struts were damaged and not well apposed to the sds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.